Manufacturer narrative:
Due to the load on the firing system the device paused firing and instructed the user to manually bailout as the design is intended to work. Based on the complaint description, the surgeon did not follow sequence of manual bailout directions, as noted in the titan stapler IFU, l0015. The knife shall be returned to the start position prior to opening the jaws. In this case, the jaws were opened first and damage to the closure system was reported by the user. This likely occurred due to excessive load being applied to the closure system. The complaint device was scrapped after the procedure. Therefore, the investigation was based only on the complaint description, communication with user, and associated spu data provided. The root cause was attributed to excessive force/rotations being applied by the user to the closure system while attempting to manually open the jaws of the device using the bailout key, resulting in the device being stuck in the open position."

Event description:
A laparoscopic sleeve procedure was being completed on a patient with an unusually thick stomach. According to the surgeon, the surgeon had trouble closing the jaws of the device on the stomach. Upon firing, he received "high load detected". The surgeon then proceeded to manually fire device and encountered 1 more "high load detected" at 50% complete. The "bail out" audio prompt was heard, and the surgeon proceeded to manually bail out the device. Surgeon used the bail out chuck key on top gear first mistakenly and broke top gear and then he proceeded to reset knife blade. According to the surgeon, after the titan sgs device was opened, the surgeon could not close the device. As a result, the surgeon had to increase skin incision and remove device and trocar all at once. A lexington medical stapler was used to finish the sleeve with x5 reloads (60mm). Surgery was completed and an extra stitch in fascia due to the trocar site incision increase. No additional patient consequence or issue reported.